Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The medtronic representative found the error logs showed a generator error. The medtronic representative adjusted the 5v generator power supply to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that during a l4, l5 percutaneous screw placement procedure the imaging system was unable to acquire 2d spins. The surgeon opted to complete the procedure without the use of the imaging system and completed the procedure with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.